Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of vaginal haemorrhage ('bleeding more than normal') in a female patient who had essure (batch no. 629298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on unspecified date: hsg (hysterosalpingogram) done 3 months after essure procedure. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sex") and pain ("pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the vaginal haemorrhage, dyspareunia and pain outcome was unknown. The reporter provided no causality assessment for dyspareunia, pain and vaginal haemorrhage with essure. The reporter commented: not reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure wires bilateral in good location. Lot number: 629298 manufacture date: 2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of vaginal haemorrhage ('bleeding more than normal') in a female patient who had essure (batch no. 629298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on unspecified date: hsg (hysterosalpingogram) done 3 months after essure procedure. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sex") and pain ("pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the vaginal haemorrhage, dyspareunia and pain outcome was unknown. The reporter provided no causality assessment for dyspareunia, pain and vaginal haemorrhage with essure. The reporter commented: not reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: essure wires bilateral in good location. Lot number: 629298. Most recent follow-up information incorporated above includes: on 28-jan-2021: mr received. Reporter information, lot number, removal details added. Date of insertion updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.